Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.

Event description:
It was reported that during an endovascular fenestrated graft procedure, the stent became loose on the balloon after the physician passed it through the valve of the sheath. The physician was advised by the rep that the stent may not pass through the existing sheath. Based on the need of the case at the time, the risk was understood and the attempt was made. Treatment was interrupted momentarily while a new product was selected.